Event description:
The customer contacted physio-control to report that they checked the charge level of their device battery and found that the device battery was at a very low state of charge which may not be sufficient for patient use. There was no patient use associated.

Manufacturer narrative:
(B)(4). The customer was sent a replacement battery under warranty. The battery was not returned to physio-control for evaluation. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status. The customer has also been reminded of the importance of always carrying a spare fully-charged battery.

Manufacturer narrative:
The initial medwatch form indicates: the customer was sent a replacement battery under warranty. The battery was not returned to physio-control for evaluation. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status. The customer has also been reminded of the importance of always carrying a spare fully-charged battery. The initial medwatch form should have indicated: the customer was sent a replacement battery under warranty. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status. The customer has also been reminded of the importance of always carrying a spare fully-charged battery. The customer's battery was returned to physio-control for evaluation. It was observed that the battery had logged a total of 16 hours and 10 minutes of on-time with approximately 4% remaining capacity. The battery appears to have been normally depleted.

Manufacturer narrative:
(B)(6).